Event description:
Reportedly, the subject programmer cannot boot up.

Event description:
Reportedly, the subject programmer cannot boot up.

Manufacturer narrative:
Please refer to the analysis report.